Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. The device is in transit and when the product is returned and evaluated the manufacturer will file a follow-up report detailing the results.

Event description:
Healthcare professional reported that after 12 hours of use the alarm activated and cuff leakage was detected. Prior to use a leak check was performed and there was no leak detected. No medication or additional medical intervention was administered due to this occurrence. The patient did not experience any changes in vital signs. There was no adverse event reported.

Manufacturer narrative:
The reported sacett, suction above cuff tracheal tube 8.0 was returned for investigation. The returned device was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination. The cuff of the returned device was inflated using a syringe and the product and was submerged under water in order to detect any leakage. Leakage was observed coming out from the small tear. Root cause was documented as coating wear of the fixture. The leak was confirmed. MFR# clarification: new registration number (B)(4) has been received, however, this initial MDR was filed under the prior registration number (B)(4).